Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device was interrogated and showed early battery depletion dated two years ago. This device recently had two and a half years of remaining battery longevity. Boston scientific technical services reviewed latitude, noted decrease longevity with increase in power and submitted ticket to engineers. Furthermore, data analysis determined that the power consumption of this device has been increasing during the past year and expected to continue to increase. Replacing the device and returning it for detailed analysis was advised. To date, this device remains in service. No adverse patient effects were reported.